Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that deterioration of the head unit led to the white dots in the image. The deterioration of the head unit was most likely caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the autoclavable camera head exhibited deterioration of the head unit, and the image displayed white dots. There was no patient involvement.